Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotablator console sn: (B)(4) powered up and functioned properly passing the rotablator functional feature test. Rotablator was visually examined. There was no damaged on the warranty label and all connectors functioned correctly. Functional testing was performed using a function generator and the fault of the unit doesn't show the rpm's on display was not confirmed.

Event description:
It was reported that there was no rpm display. A rotablator rotational atherectomy system was selected for use. It was noted that the console does not show the revolutions per minute (rpm) on display while the rotaburr was running. No patient complications were reported.

Event description:
It was reported that there was no rpm display. A rotablator rotational atherectomy system was selected for use. It was noted that the console does not show the revolutions per minute (rpm) on display while the rotaburr was running. No patient complications were reported.